Manufacturer narrative:
Based on the claim against the product by the customer noting insufficient grip, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found the primary failure of broken input disk to be related to the customer reported complaint. The instrument was found to have an input disk broken. Input disk #6 was found completely detached from the base of the housing. Common causes of the failure mode broken instrument input disks are typically attributed to mishandling/misuse, most commonly caused by improper cleaning/ reprocessing techniques. Under repeated or prolonged chemical or thermal exposure cycles, these cracks can propagate into larger cracks, and may cause the input disk to break and separate from the instrument. This complaint is reportable malfunction event due to the following conclusion: per the description of the complaint, the clip applier may have incurred a failure mode that is known to impact clip application effectiveness. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium large clip applier instrument would not close when prompted. The customer tried reapplying the drape, removing and replacing the instruments without resolving the issue. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the medium large clip applier instrument was inspected prior to usage. The reported issue occurred while the surgeon attempted to clamp on vessel or tissue bundle. The clip applier instrument jaws were not closing. The weck clips and the medium-large size clips were used. The vessel or tissue bundle was greater than the specified diameter provided in IFU. The customer used another clip applier instrument to resolve the issue.